Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had exhibited an increase in impedance since early (B)(6) of 2017. On (B)(6) 2018, the lead exhibited high, out-of-range impedance and high capture thresholds. The non-pacemaker dependent patient was asymptomatic as a result. The possibility of a lead revision was discussed.